Event description:
It was reported that during the procedure when using the optis integrated system , an unspecified stent was to be implanted. However, the rendering stent seems to be off 10mm. The outcome of the procedure is unknown at this time. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Field service will be performed. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: field service was performed on the the optis integrated system, and a resolution was not provided due to the rendering stent seemed to be blood swirl which was read as a stent, but this was not confirmed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. It may be possible that the issue was due to a software design or implementation defect, algorithm performance, or poor blood clearing. However, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.